Event description:
The pump was returned for investigation. Evaluation revealed a dim display and battery compartment crack. This report is made based on results of investigation completed on 08/08/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/08/2014 with the following findings:evaluation revealed that the pump paint is peeling/scratched/chipped. The battery compartment is cracked on the threads. The display is dim/fading/reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).